Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. Add'l info concerning the event was received on (B)(6) 2011. With this info, the event was determined to be a result of a product malfunction, therefore it is reportable. F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in angio when the md tried to use this ptd set, he found that the end of the basket could not be inserted into the catheter properly. There were no problems before insertion, but resistance was felt between catheter and basket. The md tried to insert the basket into the catheter but it didn't work properly. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no death or complications to the pt. Add'l info received on (B)(6) 2011 from distributor indicates that the physician could not remove the basket smoothly, so he decided to remove the catheter. At that time, he found the basket would not deploy back into the catheter fully while in use.